Manufacturer narrative:
A ge service rep performed an on site investigation. In order to align beam the c-arm camera needed to be adjusted, however the camera was an after market type, not an oec. The service call was cancelled. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9600 system was written up by the state physicist for beam alignment out. No pt injury was reported.